Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated that the infusion set was not changed to resolve the issue. While reviewing the programming was found that the cannula was bent. The customer stated that she did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.